Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The device and electrode were explanted without difficulty due to infection and erosion.

Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in early-(B)(6) 2015 that the patient was seen in-clinic due to complaints of pain at the incision site due to erosion in mid-(B)(6) 2015. The patient was presented back to the electrophysiology laboratory on (B)(6) 2015 for system explant.